Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted off indication (esophagus) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025.. During the procedure, the whole stent deploys during the first flange deployment. It was noted that the stent was removed a week later. An alternate device was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed off label (esophagus). However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6cm in size and walled-off necrosis greater than or equal to 6cm in size with greater than or equal to 70 percent fluid content that are adherent to the gastric or bowel wall. The device is not indicated for placement for off label (esophagus).